Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection and check system precision. The fse found no system issues that may have contributed to the discordant troponin positive results. The customer's quality control results were within acceptable ranges at the time of the issue. The customer processes approximately 70 patient samples per day for troponin testing and had run approximately between 2000 to 2500 patient samples prior to the two discordant patient results. The customer observed an additional discordant patient result post the fse visit. The discordant sample was repeated in triplicate on three separate test runs. There was a discordant result observed in each of the first two test runs without the sample being re-spun. Prior to the start of the third test run, the sample was poured off the sample tube and the serum re-spun in a stat centrifuge for three minutes. There were no discordant results observed with the third test run and the results were all zeros. No conclusion can be drawn. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The instrument is performing within specifications.

Event description:
False positive advia centaur cp troponin ultra results were obtained by the customer on two patient samples and the results were considered discordant when compared to the negative repeat test results. The customer initially performs triplicate testing on all troponin patient samples. The two patient samples were repeated on a second advia centaur cp system and the results were all negative. The customer reported negative test rests for both patients. There is no known report of adverse health consequences due to the discordant positive advia centaur cp troponin ultra results.